Event description:
The hospital reported that during a coronary artery bypass procedure using heartstring seals, lots of blood was leaking out through the heartstring seal after being deployed into the aorta. The surgeon thought that seal was either cracked or unraveled. The surgeon unraveled the heartstring seal to remove from the aortotomy. A second heartstring seal was used with the same result. A third heartstring seal was used to complete the procedure. No patient complications were reported by the hospital. The amount of blood leaked through was more than normal and there was no intervention required as a result. This report is for the first seal.

Manufacturer narrative:
Investigation results: after the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).